Manufacturer narrative:
H6 device evaluation: photos of the sample were received for investigation. No leaks were observed during a visual evaluation of the photo. The device was not returned for functional testing. The reported failure was not confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, constant alarms of air in line and leaking was noticed. No patient injury reported.